Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection it was found foreign debris was protruding from the air/water nozzle. Additional findings were as follows: the light cover glasses, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the aspiration housing colored ring was worn, the air/water housing colored ring was worn, the switch condition hole in the button, the scope connector had water leakage water ingress, the image - illumination was uneven, the up angle not to specification, the up/down angle play showed evident play, the left/right angle play showed play evident, the water flow not to specification, and the water removal not to specification. Based on the results of the investigation, we could not identify the foreign material. We could not conclusively specify the cause of the foreign material remaining in the device. Therefore, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): ¿the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an obstruction in the air/water nozzle. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign debris was found protruding from the air/water nozzle. There was no patient involvement or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.